Event description:
Initial reporter indicated to our country representative in (B) (4) that their handheld computer containing 7.1 programming software was stuck on the start screen. A soft reset and hard reset were performed, but did not resolve the issue. The products at the manufacturer pending completion of product analysis.